Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # (B)(4). The analysis results found that the atw35 device was received with a tr35w cartridge loaded on the device unfired and in good visual conditions. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the returned reload was unfired, and the device performed as intended during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hand assisted laparoscopic donor nephrectomy; altruistic donor procedure, during arterial stapling, the renal side of staple line failed to fire leading to lack of occlusion of the renal artery. The stapler should fire lines of staples with a blade cutting down the middle. On this occasion, one side of the staple line did not fire. This could potentially cause life threatening bleeding if it happen on the aortic side of the renal artery. There was no harm to the patient and there was no bleeding. Stapling had been completed and carried on with the procedure as standard. Patient is stable. There were no adverse consequences for the patient reported.